Event description:
It was reported that, when the user attempted to aspirate blood after inserting the catheter, air was aspirated from the proximal lumen. The insertion site was the jugular vein. The catheter was removed and replaced. No harm to the patient occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one 2-l catheter for analysis. Signs of use were observed on the catheter. Visual inspection of the catheter revealed no obvious defects or anomalies. No holes or tears were observed on any portion of the catheter. The overall length of the catheter measured 217mm, which is within the specification limits of 207-227mm per the catheter product drawing. The outer diameter of the proximal extension line measured 2.19mm, which is within the specification limits of 2.13mm - 2.21mm per the proximal extension line graphic. The inner diameter of the extension line measured 1.4986mm, which is within the specification limits of 1.42mm - 1.50mm per the extension line graphic. The outer diameter of the distal extension line measured 2.43mm, which is within the specification limit of 2.39mm - 2.49mm per the extension line graphic. The inner diameter measured 1.7272mm, which is within the specification limits of 1.65mm - 1.75mm per the extension line graphic. The catheter was functionally tested per the instructions for use provided with this kit , which states "flush each lumen with sterile saline solution, to establish patency and prime lumen(s)." The distal and proximal extension lines were flushed with water and both flushed as intended. The returned catheter was then leak tested per bs en iso 10555-1 section 4.7.1 (amrq-000071) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The catheter was connected to lab leak tester and pressurized to 300 kpa for 30 seconds. No leaks were observed from any region of the catheter. A tug test confirmed that both luer hubs are secured within their respective hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit informs the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a catheter leak could not be confirmed by examination of the returned sample. No leaks were observed during functional leak testing of the returned catheter performed per bs en iso 10555-1. The catheter passed all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the returned sample, no problem was found on the device. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that, when the user attempted to aspirate blood after inserting the catheter, air was aspirated from the proximal lumen. The insertion site was the jugular vein. The catheter was removed and replaced. No harm to the patient occurred.